Manufacturer narrative:
Follow-up #5 for MDR # 2023826-2018-01948 was submitted in error. The reported information was meant for MDR # 2023826-2017-01948. The information will be re-submitted as follow-up #5 for MDR # 2023826-2017-01948. (B)(4).

Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 11.6mm vtich11.6 implantable collamer lens of +1.0/+6.0/001 sphere/ cylinder/ axis in the patient's right eye (od) on (B)(6) 2016. The reporter indicated the lens rotated not associated with low vault and was repositioned on (B)(6) 2017. The surgeon also reports "lens rotated again lasted 4/12 then rotate again 30 degrees ccw. Pt is pseudophakic." It is unclear whether repositioning was completed twice and whether this resolved the issue. The lens remains implanted in the patient's eye. (B)(4).

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 11.6mm vtich11.6 implantable collamer lens of +1.0/+6.0/001 sphere/ cylinder/ axis in the patient's right eye (od) on (B)(6) 2016. The reporter indicated the lens rotated not associated with low vault and was repositioned on (B)(6) 2017. The surgeon also reports "lens rotated again lasted (B)(6) then rotate again 30 degrees ccw. Pt is pseudophakic." It is unclear whether repositioning was completed twice and whether this resolved the issue. The reporter later stated that the surgeon explanted the lens and implanted a new longer lens on (B)(6) 2018. The surgeon reported that he is "pending further assessment" on whether the problem was resolved. (B)(4)

Manufacturer narrative:
"The reporter later stated that the surgeon explanted the lens and implanted a new longer lens on (B)(6) 2018. The surgeon reported that he is "pending further assessment" on whether the problem was resolved. " is corrected to "the reporter later stated that the surgeon exchanged for a longer lens on (B)(6) 2018.the surgeon reported that he is "pending further assessment" on whether the problem was resolved. The patient's current vision check is (B)(6)." (B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Secondary surgical intervention, lens repositioned (B)(4). This lens model is contraindicated for patients with age more than that of 45 years. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 11.6mm vtich11.6 implantable collamer lens, +1.0/+6.0/001 (sphere/cylinder/axis), in the patient's right eye (od) on (B)(6) 2016. The reporter indicated the lens rotated, not associated to a low vault and was repositioned. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.